Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis.

Event description:
It was reported that this patient's right ventricular (rv) lead capture threshold was high with low amplitude r-waves. No details were given regarding other measurements. Reportedly, a dislodgement was suspected, and it was believed that the patient received an unknown quantity of inappropriate shocks because of this. Subsequently, a lead revision was performed, and the dislodgement was clearly visible with fluoroscopy, the rv lead was pulled back into the right atrium. This rv lead was then attempted to be repositioned; however, this was not done as helix mechanism issues were experienced, the helix was unable to be retracted. The physician decided to replace the lead and the revision procedure was completed. Further information was received indicating this rv lead also showed high shock impedance of over 140 ohms due to was probably calcification. This rv was returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. This lead was returned intact (not severed), with the helix extended. It was noticed dried blood/body fluid in helix housing and tissue entwined in the helix, which clogged the helix mechanism. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Besides from a clogged helix mechanism, the laboratory analysis did not identify any lead characteristics that would have caused or contributed to the other reported clinical observations.

Event description:
It was reported that this patient's right ventricular (rv) lead capture threshold was high with low amplitude r-waves. No details were given regarding other measurements. Reportedly, a dislodgement was suspected, and it was believed that the patient received an unknown quantity of inappropriate shocks because of this. Subsequently, a lead revision was performed, and the dislodgement was clearly visible with fluoroscopy, the rv lead was pulled back into the right atrium. This rv lead was then attempted to be repositioned; however, this was not done as helix mechanism issues were experienced, the helix was unable to be retracted. The physician decided to replace the lead and the revision procedure was completed. Further information was received indicating this rv lead also showed high shock impedance of over 140 ohms due to was probably calcification. This rv was returned for analysis and no additional adverse patient effects were reported.